Event description:
It was reported the biomed was bench checking an epg ( external pulse generator) and the refractory was found out of tolerance. The device is no longer supported and can not be repaired. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.